Event description:
During prep for the rotapro atherectomy catheter, the system was running very loud during testing and sheared and then broke the guidewire. The device was removed and replaced with no harm or impact to the patient. Manufacturer response for atherectomy catheter, rotapro atherectomy catheter (per site reporter). Clinical site notified mfg [manufacturer] directly.